Event description:
It was reported via repair work order that the head left siderail was stuck in the down position as both glide rods were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.